Event description:
It was reported by the customer's daughter that their insulin pump may not be functioning properly and upon inquiring further, it was discovered that they had been hospitalized for low blood glucose levels. Customer reconnected to device and declined further troubleshooting. Customer's blood glucose level was 28 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.